Event description:
It was reported that prior to an unknown procedure the tip was broken when the scrub nurse opened blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional informatiom requested:the harmonic blade tips are made of titanium, which is a very hard metal. The blade tip cannot break off unless it has been damaged (such as scratched or gouged by touching other metal) and then activated with the generator.because this event states that the tip broke prior to a procedure when the nurse opened the blade (I assume the packaging), can you please contact sales rep and find out if the hospital re-uses the devices.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent additional information requested: the harmonic blade tips are made of titanium, which is a very hard metal. The blade tip cannot break off unless it has been damaged (such as scratched or gouged by touching other metal) and then activated with the generator.